Manufacturer narrative:
(B)(4). This record for peritonitis could not be confirmed. The sample was not available for evaluation, the root cause could not be determined. A review of all batch record documents was performed for suspect lot number h10k05047 with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the caregiver reported the following. On an unreported date, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, the patient was hospitalized for the peritonitis. The patient recovered and was discharged on an unreported date in (B)(6) 2011. The action taken with dianeal therapy was not reported. Concomitant medications were not reported. The consumer believed the peritonitis was caused by an unknown reason. The consumer did not provide an opinion on causality for the event of peritonitis in relation to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.